Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, inspected cartridge o-ring and confirmed it was intact, then inspected pump pneumatic area, removed dislodged o-ring, and cleaned area as instructed. Customer then reattached cartridge securely, followed on-screen directions, and successfully completed cartridge load process, resolving issue.